Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
End user reports he has experienced bleeding the last month or so after switching to gc glide 14 fr male catheters. He states he started bleeding "on and off after switching to these catheters. Initially he couldn't figure it out but realized the change he had recently made was only this catheter and finally figured out, compared to his usual catheter the hm14 catheters, these have eyelets that felt sharper when he examined them by feel overall. He stated he ran his finger over the eyelets and they would have a "very noticeable edge" on eyelets he could feel, unsure if it was one or both that would feel this way. He said the bleeding was off and on after cathing and varied in amounts mostly dark red blood that was very apparent in the draining urine. He said sometimes it could "last a few hours" after cathing and he could see it exacerbated after activity and he specifically mentioned it being worse after a hike he took. He is aware that he has a stricture and he felt like the sharper eyelets could have caught that area creating a scab and irritated that scarred stricture tissue as he would "feel a little minor sensation" as he would cath at times with these before noting blood. Denies pain. He went to his md because of this bleeding and he said they ruled out other causes for the bleeding such as scan for stones, uti. Since all this ruled out, he thinks the cause was the catheters. He was told to just observe without intervention he does not take blood thinners he said." He said he is slowly getting better. He has already discontinued use of this catheter. He caths 7 x a day from nerve damage caused by an antibiotic which caused damage in his brain with the nerves that controls bladder function he said. This emdr covers the unknown market unit and lot numbers of catheters associated with the sharp edges.